Manufacturer narrative:
The system was examined and the reported event was not replicated. The lamp was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 31, 2011. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The returned lamp was installed into a known good system. The lamp was confirmed to be a tight fit when installing the lamp into the table top illuminator. The company representative was able to be replicated upon boot-up. A tight fit xenon lamp is known issue that is being further investigated in an open internal investigation. A tight fit lamp may not align with the optics module correctly causing poor or no illumination. The root cause of the reported event can be attributed to a known issue of a tight-fitting lamp. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the system lamp failed to turn on. Additional information has been requested.